Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/09/2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had an inaccuracy compared to blood glucose (bg) meter and an adverse event occurred. The sensor was inserted in the abdomen on (B)(6) 2016. The patient stated that he had dinner at 7pm and noticed his dexcom cgm said 250mg/dl, then at approximately 9pm he took 4 units of boils humalog insulin through injection. Then at approximately 2:30am cgm was reading 260mg/dl, so the patient took another 4 units of bolus humalog insulin and 5 units of toujeo basal insulin. After that the patient did a finger stick (fs) on his bg meter and it read 114mg/dl. The patient then went to sleep and woke up at 3:00 am feeling very low and reached for his relion glucose tablets and that's when he blacked out. His wife proceeded to chew the relion tablets and feed it to him while he was unconscious. Then the patient's wife contacted the neighbors next door and a nurse on ship who administered a glucose injection. Shortly after that he was rushed to a medical center on the ship where he was treated by a doctor. The patient was put on IV with glucose and also a EKG and blood test was performed. The patient stabilized the next day on (B)(6) 2016 at approximately 9am in the morning and was released. At time of contact the patient's condition was stable. No additional even or patient information is available. The patient made treatment decisions based on cgm values. The dexcom g5 mobile continuous glucose monitoring system states: the dexcom g5 mobile cgm system does not replace your bg meter. When making treatment decisions, such as the amount of insulin you need, only use your bg value. Don't use the dexcom g5 mobile cgm system sensor glucose readings because readings can be different from your bg value. If sensor glucose readings are used in determining treatments, it could result in you missing a severe low or high glucose event.